Event description:
Surgeon reported that the implant followed his metal instrument during a middle ear procedure and explanted the implant. The surgeon had no experience with soundtec system. The procedure was uneventful and the pt was released on the same day as the procedure. Surgeon was not the implanting physician.